Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp sleeve stuck in the up position, the tip eject spring on the plunger clamp was stuck, and that the compression spring was stuck in the up position in the reported problem area of the pipette assembly. The plunger clamp, tip clamp, compression spring and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.